Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Anato stem sunk after hip tep. Revised to a restoration modular.

Manufacturer narrative:
An event regarding subsidence involving an anato stem was reported. The event was not confirmed. Device evaluation and results: not performed as device remains implanted. Medical records received and evaluation: a review of the provided x-rays and medical records by a clinical consultant noted the following; procedure-related factors: undersized femoral component, direct anterior approach with difficult access to femoral canal patient-related factors, obesity making femoral access in daa more difficult, severe soft tissue contractures rendering femoral access also more difficult, bony osteophytes rendering femoral access more difficult, osteoporosis suspected. Device-related factors: none. Diagnosis: an undersized femoral component probably caused by difficulty with access to the femoral canal in a direct anterior approach in combination with additional risk factors for problems in access to the femoral canal have contributed to undersizing of the femoral component with reduced mechanical stability and subsidence as adverse outcome. Device history review: not performed as lot details are unknown. Complaint history review: not performed as lot details are unknown. Conclusion: a medical review concludedan undersized femoral component probably caused by difficulty with access to the femoral canal in a direct anterior approach in combination with additional risk factors for problems in access to the femoral canal have contributed to undersizing of the femoral component with reduced mechanical stability and subsidence as adverse outcome. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Anato stem sunk after hip tep. Revised to a restoration modular. Update: patient came in with pain.